Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to lack of training / incorrect training. It was unknown whether the device had met specifications. It was unknown whether the product used for the treatment or diagnosis. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not performed due to the labelling could not prevent the reported failure. Corrections: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tray did not have a prefilled syringe, but had three cleaning syringes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tray did not have a prefilled syringe, but had three cleaning syringes.